Event description:
Home pt called baxter's technical service center to report a se 2240 alarm during initial drain of apd therapy with the homechoice machine. The pt reports that they pressed go after priming, before connecting to the homechoice set. The pt saw the homechoice machine was in initial drain, connected themselves and received a se 2240 alarm. The baxter operational support representative had the pt close all clamps, discontinue treatment and start over with new supplies to complete therapy for the evening. Per affiliate, no pt injury or medical intervention resulted from this incident. The pt was reinstructed on proper procedures by the baxter quality specialist.